Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's therapy had suddenly turned off during the weekend. They assumed it was related to the fact that their handset had also been discharged. It was explained that their handset battery life was not linked to the functioning of their implantable neurostimulator (ins). The patient could not think of another reason why the stimulation turned off, so they were referred to their healthcare provider (hcp) for further investigation, if needed.